Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this right ventricular (rv) lead (model#4456, 536763) was not implanted due to product performance issue (ppi). The medical history was significant for patient death during the implant procedure. The cause of the patient's death was attributed to a perforation during placement of a right ventricular lead (see report#2124215-2017-07865). Subsequently, boston scientific received information from the local representative that implant of this lead had been attempted during the procedure. The patient's perforation may have occurred during the placement of this lead. The physician was unsure when the perforation occurred and which right ventricular lead caused or contributed to the patient's perforation. This lead was not returned to boston scientific.